Manufacturer narrative:
Unique identifier (UDI)#: (B)(4).

Event description:
The customer questioned low results for 3 patient samples tested for either elecsys vitamin b12 immunoassay (vitamin b12) or elecsys ferritin (ferritin) on a cobas 6000 e 601 module. Based on the data provided, the ferritin results for 1 patient sample are a reportable malfunction. The initial ferritin result was 0.542 ng/ml. The initial sample was repeated with a result of 145.5 ng/ml. A new sample was obtained and the result was 140.9 ng/ml. The initial result was reported outside of the laboratory. No adverse event occurred. The ferritin reagent lot number was 252327. The expiration date was not provided. The field service engineer (fse) visited the customer site and found a sample probe out of adjustment. The set screw was tightened and the probe was adjusted. The fse also performed targeted maintenance. Instrument performance testing was completed. The customer ran qc with acceptable results. All performance checks passed. The customer has not had any further issues since the service visit. The investigation determined that the issue found by the fse was the root cause of the event.